Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the wire of the instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed at the distal end and failed the electrical continuity test. The conductor wire was found with an exposed internal wire and the insulation was found pulled off from the conductor wire. Further evaluation of the mbf instrument found that it had a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. In addition, the mbf instrument was found with thermal damage on the bipolar yaw pulley. It was noted the instrument had an exposed electrode on one of the bases of the bipolar forceps grip. Scratch marks and abrasions were noted on the side of the bipolar yaw pulley. The complaint was confirmed by failure analysis.